Event description:
It was reported that the subject device had an e216 scope communication error. The issue was found during a diagnostic gastroscopy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: lack of image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the likely cause of the reported malfunction e216 scope communication error was due to white and black dots. Additionally, lack of image was due to a third-party repair. Olympus will continue to monitor field performance for this device.